Event description:
It was reported that the patient was experiencing an increase in seizures which were observed on an eeg. It was noted that the generator was nearing end of service and the patient was being referred for a replacement. No additional relevant information has been received to date. No surgical interventions are known to have occurred to date.

Event description:
It was reported that the patient underwent generator replacement surgery. Following the surgery, the generator was reportedly discarded.